Event description:
It was reported that before a coronary drug eluting stenting treatment procedure a shaft break occurred. While removing the 2.75 x 32 mm taxus express2 drug eluting stent from the packaging it was seen that the shaft was in two pieces. The procedure was successfully completed with another 2.75 x 32 mm taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good.'